Event description:
There was a recent event reported in which a patient with dm type 1 contacted her health care team after multiple pod failures with her omnipod dash insulin management system. It was discovered member had been dispensed the wrong type of pods. Omnipod manufacturer lnsulet has the following faqs on their website: is the omnipod dash system pod the same size as the current omnipod system pod? Yes, the omnipod dash system pod is the same size as the current omnipod system pod. The omnipod system and the omnipod dash system are not compatible - you can't use pods from one system with the other. Will my current omnipod system pods work with the new omnipod dash system? No, the omnipo, system pods will not be compatible with the omnipod dash system. The omnipod dash system pods have a blue needle cap and updated pod label for differentiation. In addition, the current omnipod system pdm will not be compatible with the omnipod dash system pods. (B)(6). Submission ID: (B)(4).